Manufacturer narrative:
This report is submitted on december 24, 2020.

Event description:
Per the clinic, the patient experienced a wound infection (B)(6) that was treated with antibiotics (IV, oral and topical). The device was explanted on (B)(6) 2020. There are future plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on 3 february 2021.